Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) performed a preventative maintenance (pm) on the device. The fsr found that the voltage regulator in the battery was bad, causing the charging voltage to read 44 volts and would not adjust. The fsr replaced the voltage regulator on the battery module. The unit operated to MFR specifications and was returned to clinical use. The suspect component was returned to the MFR for further eval.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the charging voltage was running too high and could not be adjusted. Since the event occurred during preventative maintenance, there was no patient involvement.